Event description:
It was reported that the patient¿s r-wave were noted to have dropped significantly the day after implant. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable following the procedure. In addition, it was noted that the helix wasn't retracting normally. There was also an insulation breach caused by the physician to retain access to the vasculature.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
(B)(6) contacted technical services to report a lead that was extracted for dislodgement. The patient's r-wave was noted to have dropped significantly the day after implant. The physician suspected dislodgement and got a chest x ray which confirmed. The physician elected to explant and replace the lead. The patient was stable following the procedure. The physician reported feeling as the helix wasn't retracting normally when he attempted to retract it. An analysis letter has been requested. There is an insulation breach caused by the physician to retain access to the vasculature.